Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left popliteal vein using an indigo system separator 8 (sep8). During the procedure, the non-penumbra access sheath became extravascular while it was being placed, however the physician was unaware of this. The physician then advanced the indigo system cat8 aspiration catheter (cat8) and the sep8 through the sheath, and into the muscle in the area. After a couple of movements, the patient complained of pain and the physician therefore removed the cat8 and sep8. Upon removal, it was found that the the tip of the sep8 had broken off inside the patient¿s body. The physician attempted to aspirate the tip of the sep8 out of the patient¿s body using the cat8, however was unable to remove it. The tip was secured in the area muscle and the physician believes it will not cause any adverse effect to the patient. The procedure was then completed using balloon angioplasty to resolve the extravasation and to remove the thrombus. The patient recovered well and was discharged on (B)(6) 2017.

Manufacturer narrative:
Results: the distal atraumatic tip was missing from the sep8. The core and wrapping wire were fractured at the tip of the separator bulb. The delivery wire was bent approximately 24.0 cm from the proximal end. Conclusions: evaluation of the returned sep8 revealed a fractured distal atraumatic tip. If the device is forcefully cycled into muscle tissue the distal tip may experience metal fatigue and become weakened. If the device continues to be cycled the distal tip may eventually fracture. The sep8 is not intended to be advanced through muscle tissue. Further evaluation revealed the delivery wire was bent near its proximal end. This damage may have been due to forceful handling during use or during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.